Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Reversal of a hartmans stump and end stoma for previous complicated diverticulosis. Who fired the device and what is his/her experience? Surgical senior consultant. Was the device difficult to close? No. Was the device difficult to fire? No. When was the safety released prior to firing? Just prior to firing (as the last step before actually firing). Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were there any staples present in the surgical field? If so, what was their form? They were all open, noted after leak-test failed and afferent limb was totally loose. Was a leak test performed intra-operatively? If so, what were the results? Full-blown leak. How long after original procedure was leak identified? Immediately. No anastomosis was formed by the staples. How was the leak addressed? Colorectal hand sewn anastomosis was done in the pelvis. Was an additional surgical procedure performed? The patient has had to have a covering loop colostomy again that will need closure is a very high-risk patient how was the septicemia diagnosed and treated? The patient had a massive sirs response, ended up in ICU ventilated with a concomitant pneumonia after the surgery that eventually lasted 6 ½ hours. Patient was treated with 7 days ivi ertapenem. What is the current patient status? Patient has been discharged, but will require subsequent barium enema and another surgery to close the stoma.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal and low anterior resection (lar) procedure, the stapler cut but failed to fire staplers. Anastomosis was subsequently comprised and leaked. The surgeon had to suture to secure anastomosis. The patient had septicemia.

Manufacturer narrative:
(B)(4). Batch # n54l7v. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.